Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the trek rx balloon dilatation catheter (bdc) protective tube [strain relief and hypotube area] was noted to be cracked and bent on the proximal shaft. It was confirmed that the device was not in two pieces. The issue was noted prior to using the bdc. The device was not used and there was no patient involvement. A new same size trek bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the device was a 3.75x15mm nc trek rx balloon dilatation catheter.

Manufacturer narrative:
Internal file number : (B)(4). Correction: manufacturing site. Evaluation summary: visual inspection was performed on the returned device. The reported kink was confirmed. The reported break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.